Event description:
It was reported by an attorney that the patient underwent removal surgery and recurrent inguinal hernia repair surgery on(B)(6)2017 and mesh was implanted and during which the surgeon noted it to be folded and adherent to the heavily scarred oblique aponeurosis. The pathology report stated cystic degeneration, histiocytic infiltrates and foreign body giant cell reaction in the tissue connected to the excised mesh. It was reported that the patient experienced adhesions, heavy scarring, foreign body giant cell reaction, nerve damage and intractable and severe pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/26/2024 d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.